Event description:
It was reported that the patient cooled for 24 hours and started rewarming phase around 1 pm in an arctic sun device. Nurse noted water temperature (wt) had not been increasing at 24c. Device started leaking from the bottom. Targeted temperature (tt) was 37c, patient temperature (pt) was 34c confirmed that the device was no longer leaking. System diagnostics were outlet monitor temperature (t1) was 14.9c, outlet control temperature (t2) was 14.9c, inlet temperature (t3) was 16.8c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 20 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 304.8 pump hours was 242.5. Noted that heater was not currently on to warm the patient. Verified rewarm box was flashing. Settings reading rewarm patient from 33c at 0.25c/hr to 37c. Walked through adjusting rewarm from to current patient temperature (pt) and had drain 16 ounces of water. Explained leaking might be a result of too much water. Restarted therapy and water flow rate (wfr) was stabilized at 2.6 l/m. Called back 20 minutes later and spoke with nurse. The nurse stated that the device was warming better now. Explained if water temperature (wt) did not keep responding to patient temperature (pt) was or starts leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient cooled for 24 hours and started rewarming phase around 1 pm in an arctic sun device. Nurse noted water temperature (wt) had not been increasing at 24c. Device started leaking from the bottom. Targeted temperature (tt) was 37c, patient temperature (pt) was 34c confirmed that the device was no longer leaking. System diagnostics were outlet monitor temperature (t1) was 14.9c, outlet control temperature (t2) was 14.9c, inlet temperature (t3) was 16.8c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 20 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 304.8 pump hours was 242.5. Noted that heater was not currently on to warm the patient. Verified rewarm box was flashing. Settings reading rewarm patient from 33c at 0.25c/hr to 37c. Walked through adjusting rewarm from to current patient temperature (pt) and had drain 16 ounces of water. Explained leaking might be a result of too much water. Restarted therapy and water flow rate (wfr) was stabilized at 2.6 l/m. Called back 20 minutes later and spoke with nurse. The nurse stated that the device was warming better now. Explained if water temperature (wt) did not keep responding to patient temperature (pt) was or starts leaking.